Manufacturer narrative:
E1: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the connecting tube had foreign material in the suction valve connection port of the videoscope, and the connecting tube fell off at the suction valve connection port during the cleaning process. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connector was damaged. The event can be detected/prevented by following the instructions for use which state: chapter 4 operation 4.3 using endotherapy accessories. [Warning]: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the forceps port of the sealing accessory. The sealing accessory may be damaged and pieces of it could fall off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.